Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive weak battery alarms, failed battery alarms and battery out limit alarms. Customer's blood glucose was 450 mg/dl which was treated with bolus delivery. During troubleshooting, it was found that battery change was within a month. Customer was advised that battery normally last one week after troubleshooting, customer was advised that battery cap would be replaced.